Manufacturer narrative:
On 06-feb-2017, an fse visited the customer site and replaced the sample needed. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was sample needle needing replacement. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported obtaining 706: large syringe errors. The customer replaced the sample needed but was still obtaining the 706 errors with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.